Event description:
It was reported that the patient had experienced acute pain and loss of bladder control. The patient was "dissatisfied" with the product and therapy. Ins (implantable neurostimulator) was removed by doctor in (B)(6) 2014. The patient felt it was implanted improperly. The patient was in pain all the time and not just from the vibration part of it. It hurt. It hurt to stand, to walk. When the patient told the representative, that it hurt, he said I'd have to get use to it." The patient was dissatisfied with their field representative's service and their hcp (healthcare provider) service. The patient did not see the representative when it was removed. The pain was the worst when standing and walking. "It wasn't as bad sitting. It hurt down by my rectum... I think something was wrong because, I tried the experimental one on the outside of my body and I thought that worked really good. I was really pleased with it. So I went ahead with the surgery. It was very uncomfortable." The patient kept thinking the pain would lessen. The therapy pain "kept getting worse and worse. It never went away. So I had it removed." Regarding if the patient returned to the doctor for reprogramming, it was noted: "I did a couple of times" on the same day as the representative was at the clinic. The patient brought their remote and was told they didn't need to bring it. The next time, the patient left the remote at home and was told they should have brought it with them. The patient stated: "I wet myself all the time." The patient did not think the implant ever helped. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient did not have greater than fifty percent symptom reduction. The patient had pain at the implant site. The device never worked for the patient¿s urgency or frequency. The patient¿s concerns were not met. Several reprogramming attempts did not resolve the issue. The explant was performed per the patient¿s request.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3889-28, lot# va09vza, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).